Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Broken exeter stem revised using restoration modular components.

Manufacturer narrative:
An even regarding crack/fracture involving an exeter stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results -product evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms stem fracture, need additional information; primary and revision operative reports, clinical and past medical history and examination of explanted components. -product history review: a review of the device manufacturing records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the clinician review of the provided x-ray confirms stem fracture. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken exeter stem revised using restoration modular components.